Manufacturer narrative:
No unexpected blank display or constant tone was noted. The insulin pump passed the displacement test and the off no power test. The insulin pump failed the idle current test due to severe moisture damage on all electronic assemblies. The insulin pump had a cracked case at the display window corners, cracked battery tube threads, a cracked display window, cracked reservoir tube lip, scratched reservoir tube window and a cracked belt clip slot. Moisture damage was noted on the vibrator motor, motor assembly, force sensor resistor and battery tube assembly.

Event description:
The customer reported via phone call that the insulin pump was cracked and had water in it. The insulin pump had a crack on the battery compartment and went all the way to the lcd screen. The insulin pump's display went blank immediately after it was exposed to moisture. A constant tone was occurring. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.